Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 99% stenosed lesion was located in the distal right coronary artery (rca). The tortuosity and calcification of the vessel are unknown. The patient had an acute mycardial infarction (ami). The physician intended to balloon or stent the target lesion. There were "many thromboses aspirated with an aspiration catheter." During 3rd aspiration, the tip of the pt2 light support 185cm straight guide wire fractured and separated in the patient. The fractured tip was retrieved by snare. The procedure was completed successfully with another unspecified device. The patient condition is reported as "fine".